Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported the balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified iliac vessel. A 5.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 6mmx40mm sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.